Event description:
Event description guidant received information that this implantable lead has a history of high pacing impedances, and is now showing an increase in thresholds. The physician elected to open the pocket and found the direct measurement of pacing impedance to be out of range; however the shocking impedances were normal. The physician elected to replace the rate/sense portion of this implantable lead. The device is a competitor's product.